Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultralink meter read inaccurately high. The reporter indicated that the alleged issue started on an unspecified date/time 2 weeks prior to contacting lfs. The patient reported blood glucose results of "262 and 336 mg/dl" with a lifescan meter and "139 and 153mg/dl" on two other meters, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of<= 30% and/or <= 30 mg/dl. As a result of the alleged issue, the patient reportedly administered self-care by taking an increased dose of novolog insulin a day prior to contact lfs, around 5:00 am. The reporter claimed that the patient developed symptoms of shakiness a few hours after the alleged issue started. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what date/time the symptoms started, what meter reading(s) the patient obtained before and after the symptoms started, and what actions the patient took before and after the symptoms developed. In addition, it would have been helpful to know the patient's normal/expected blood glucose levels and if he modified his diet because of the alleged issue. According to the reporter, the patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.